Manufacturer narrative:
Device and lead replacement was recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with ventricular tachycardia (vt). The patient required external defibrillation. Upon interrogation, fault code 1004 (device delivered shock into a shorted lead condition) and fault code 1007 (charge timeout) were observed. Boston scientific technical services (ts) recommended replacing the device and right ventricular (rv) lead. It was indicated the patient was hospitalized due to heart failure. A system upgrade will be performed when the patient is ready. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that during the revision procedure, an infection was observed when the pocket was opened. The device was explanted. Insulation damage was observed on the portion of the rv lead in the pocket. Attempts to explant the rv lead were not successful as the helix would not fully retract. The rv lead became adhered to the superior vena cava. When the surgeon attempted to remove the rv lead, it fractured. As a result, the distal portion of the rv lead remains in the patient. No additional adverse patient effects were reported.